Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#:(B)(6) egia45amt egia 45 artic med thick sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lecture on the use of the power manual retract tool, the tool was damaged, resulting in the cartridge and adapter becoming irreversibly stuck and unable to be detached. There was no patient involved.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lecture on the use of the power manual retract tool, the tool became damaged, resulting in the cartridge and adapter becoming irreversibly stuck and unable to be detached, and the jaws were unable to open. It was noted that the handle used was a powered handle however, the manual adapter tool cannot be used while the power handle is connected and requires disconnection prior to use. As a result, it was determined that the power handle was not related to the event and was not involved. There was no patient was involvement.

Event description:
According to the reporter, during a lecture on the use of the power manual retract tool, the tool was damaged, resulting in the cartridge and adapter becoming irreversibly stuck and unable to be detached. The jaws were unable to open. There was no patient involved.

Manufacturer narrative:
Additional information: b5, g3, h6, d10, d10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)) egia45amt egia 45 artic med thick sulu (lot#: unknown) sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the manual retract tool was broken. It was reported that during a lecture on the use of the power manual retract tool, the tool became damaged, resulting in the cartridge and adapter becoming irreversibly stuck and unable to be detached, and the jaws were unable to open. It was noted that the handle used was a powered handle however, the manual adapter tool cannot be used while the power handle is connected and requires disconnection prior to use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if excessive torque is applied to the manual retract tool. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.